Manufacturer narrative:
(B)(4). Mfg. Site name - freudenberg medical. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2018-02358 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2018-02356 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy. The same issue occurred with the second resolution 360 clip, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.